Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was dented by the right front bottom corner. No other visible damage or contamination. The check syringe plunger sensor was duplicated during self test. Error history log review found a check syringe plunger sensor error. The root cause of the reported issue was found to be a broken screw boss inside left plunger case. Actions were taken to mitigate the reported issue: replaced left plunger case and re-assembled and reset timing plate assembly. Performed calibration on the pump and passed all the functional tests.

Event description:
It was reported that the pump had a syringe plunger sensor error. No patient injury was reported.